Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, insufficient gas supply occurred due to failure of the 1st regulator unit. The cause of the faulty unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during reprocessing the high flow insufflation unit while being used in combination with the visera elite ii video system center, presented with an air flow issue, and the panel protective film was damaged. The intended procedure was completed successfully with the same device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was found that there was insufficient gas supply due to a defective first regulator unit pressure-reducing valve. This report is to capture the reportable malfunction of the insufficient gas supply noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegations were confirmed. The pressure reducing valve was malfunctioning, resulting in insufficient air supply. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.